Manufacturer narrative:
Continuation of d10: product ID 990045 (8951700); product type: guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure and upon guidewire retraction into the catheter, the guidewire felt stiff, gritty, and was unable to be retracted. The catheter was withdrawn from the patient while the guidewire protruded 2-3 centimeters out of the array tip. Upon removal, a small red blob 1-2 millimeters in length was observed. The red blob "melted away" between fingers when removed, and then the guidewire was freely movable from the catheter array. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.